Event description:
Device 3 of 3. Reference MFR report: 3008829311-2017-00519. Reference MFR report: 3008829311-2017-00520. The patient ((B)(6)) has 2 extensions (from the same lot) implanted. It was reported the patient lost stimulation. Reprogramming was attempted to no avail. Surgical intervention was undertaken and intra-operative testing of the leads indicated impedance issues. Both leads were found to be fractured and were removed. One lead was replaced and connected to one of the existing extensions. The additional extension was observed to be frayed, but the physician elected to not remove the device. Postoperatively, the patient reported receiving effective therapy.